Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive adenovirus patient results were obtained. Samples were retested using an in-house assay and were negative for adenovirus. Samples were also cultured for adenovirus and were negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for adenovirus while running the enteric viral panel assay. Customer run data where the suspected false positives were witnessed was provided to bd service and quality for analysis which revealed evidence of optical crosstalk from the fam to vic optics in the presence of a strong rotavirus positive sample. Bd service specialists have requested the customer's instrument database in order to perform further analysis. This review revealed no functional issue with the instrument. The root cause of the issue was determined to be due to a manufacturing issue of the pcr cartridge consumables. This complaint is unconfirmed as no instrument failure was identified. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive adenovirus patient results were obtained. Samples were retested using an in-house assay and were negative for adenovirus. Samples were also cultured for adenovirus and were negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.